Manufacturer narrative:
Concomitant medical products: 5076-58 lead ,implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that during a recent device check, the technician informed they were getting blips on the pacemaker check. The  patient also stated that they are having trouble with the pacemaker. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.